Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 456 mg/dl. System check was performed. No device issues were identified with the pump or infusion set tubing. At the time of the report, the infusion cannula was not removed. Occlusion alarm was cleared; customer resumed insulin delivery. Upon follow up, infusion set was changed. A bolus was successfully delivered. No additional occlusion alarms were received.